Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control and 3 high level hcg urine controls; all results were positive at read time. No false negatives were obtained. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged false negative hcg results. Results as follows: customer reports false negative results with 3 pts who have recently undergone terminations and have falling hcg levels which exceed the sensitivity of 25 iu/ml. Pt levels are at 50 iu/ml. No pt info was provided. No report of death or serious injury.